Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that after inserting a lcsc5 through a 5mm trocar port, the surgeon noticed a foreign body in the pt. It was retrieved and identified to be a part of the outer seal to a 5mm trocar (gasket). The surgeon believes it to belong to a 355ld trocar that was placed in the sub-xyphord. The trocars had been reomved and mixed up, so there is some question as to where the cannula was placed, that lost the gasket. Only the cannula was saved for eval.